Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that there was a large hair in the packaging. Allegedly, it was laying in the center of the tubing.